Event description:
It was reported that the colonic ftrd was used for a full thickness resection of an appendiceal serrated adenoma. Prior to tissue resection, the clip deployment was not verified by the user. The resulting perforation was managed by surgery. The patient recovered well and was discharged from hospital the next day.

Manufacturer narrative:
Colonic ftrd was used to treat an appendiceal adenoma. Clip deployment needs to be verified by the user before tissue resection. The device in question was discarded and therefore no technical analysis could be performed. This report is part of the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: follow up questions ftrd system perforation-clip detached failure_10-03-2024 annex 1.